Event description:
It was reported that the pump had a broken syringe clamp and front case was cracked. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked by handle, tubing guides and corners and cracked case bottom. Plunger flippers did not open when plunger lever was pressed down. Error history log review found a check syringe plunger sensor error. The root cause of the reported issue was found to be the push block, plunger gear cam, right timing plate and timing plate spring were missing. Actions were taken to mitigate the reported issue: installed missing push block, plunger gear cam, right timing plate and timing plate spring. Replaced the case top. Performed pm and all functional tests which passed.